Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was not ventilating correctly and kept alarming. This was discovered during testing and no patient involvement was reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: parapac plus kit with internal peep and CPAP p310nus was sent in for "unit is not ventilating correctly and keeps alarming" and was verified during performance check test/function switch and alarms test. Manometer needle was found moving greater than -10 cm h2o. Manometer gauge was replaced, and the device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.